Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to water. Customer reported that she went swimming with the pump after that the device was not functioning anymore. Customer stated that buttons did not respond at all. Customer was advised that we are sending replacement pump.

Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and beeping due to moisture damage electronic assembly. Also moisture damage found on the motor, battery tube and vibrator motor. It failed water leak testing due to cracked case behind the pump near the battery compartment. The insulin pump was received with scratched case, pillowing keypad overlay, cracked reservoir tube and minor scratched lcd window.